Event description:
The patient was undergoing a coil embolization procedure in the abdominal aortic artery using ruby coils. During the procedure, the physician was unable to detach a ruby coil. The ruby coil was retracted into the microcatheter and it was not used. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Results: the coil was still attached to the pusher assembly. The pusher assembly was kinked approximately 74.0 and 75.5 cm from the proximal end of the pusher wire. The proximal pet-lock was not broken, indicating that the detachment handle was not used properly to detach the coil. Conclusion: the complaint has been evaluated. The complaint indicates that the coil failed to detach and was retracted back inside the catheter. Evaluation of the returned device revealed no evidence of an attempt to detach the coil, as evidenced by the intact proximal pet-lock. When the detachment handle is used to detach the coil, the proximal pet-lock is broken. There was no indication that there was any issue with a detachment handle at any other point in the procedure. It is also unclear from the complaint description if a detachment handle was being used to properly detach the coil. In addition, the proximal end of the pusher assembly was not fractured, which would indicate an attempt to detach the coil manually. The pusher assembly is kinked which may indicate that manual detachment was attempted but this was not described in the complaint. If the coil is not detached properly using the detachment handle, detachment issues may occur. There were no issues with the coil noted during the device investigation. After decontamination, the coil detached without issue. It appears that the difficulty detaching described in the complaint was due to improper coil detachment technique. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.